Manufacturer narrative:
A review of the device history record for part 06-30-0210, lot w4435 showed no relevant nonconformities. The review of the returned parts show the tip broke where it is affixed to the end. The broken ends show signs of twisting and bending. From the past condition and the nature of the tip break. It appears the levering of the tip is what caused it to break. Integra considers that no corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the device broke. The surgery was completed using a spare instrument that was available.